Event description:
Patient has a history of medical or tachycardia, with an ablation, implantable cardioverter defibrillator (ICD) placement, a cardiac lead vegetation/infection with (B)(6), treated with several weeks of antibiotics, had a different site ICD placement. Patient reported doing well until 2 weeks later, when patient noticed mild erythema. The erythema was barely noticeable. However, a couple days passed, and patient reported yellow drainage from the lateral aspect of the surgical site. Also noticed more erythema, swelling and fullness. Patient was seen in outside emergency room where patient was discharged as well as prescribed clindamycin. Patient was evaluated in the outpatient cardiology office a week later and was directly admitted for further workup and management. ICD and lead removal the following day.